Manufacturer narrative:
The lead was in use for treatment. The lead was in service for approximately 22 years, 3 months before being explanted on 01/06/2020. The lead was explanted and not returned for analysis. No allegation our device failed to meet its performance specifications or caused or contributed to the infection. Infection is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. Qa is unable to review the device history record for this lead model as it is beyond oscor's record retention period, however, inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. Quality assurance procedure final labeling/packaging inspection of all products indicates that all labeling and packaging will be inspected 100%. Shake the outer tray by holding tab of outer tray to ensure inner tray is loose inside the outer tray. Check for foreign material and tyvek seal integrity. Verify that color of steri-dot changed from brown to green. Sealed areas (tyvek lid to lip of tray) are continuous around entire perimeter of tray. No voids, breaks, and or bubbles along the seal. The entire seal should be at least quarter inch wide and have a full ridge. The tyvek pull tab must be properly folded into position. Examine the seal and border for uniformity of the seal. Check for holes or any other damages that could violate sterility. The instructions for use (IFU) informs the user of possible complications. The leads are supplied sterile. A sterilization method is indicated on the product label. The sterility is compromised when the package is opened or damaged. Oscor inc. Does not assume any liability or responsibility for sterilization by a third party. In addition, the IFU lists infection as an adverse effect: infection, lead may require surgical removal. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type.

Event description:
The customer reported that in iris per device l121/717388 was explanted due to infection with sepsis. Full system extraction 2 leads and 1 capped lead explanation. There was no patient injury reported. No additional information available.

Manufacturer narrative:
Updated brand name from flexion pacing lead to permanent pacing lead. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.